Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the operating room for a lead extraction, intermittent upper out of range right ventricular pacing lead impedance measurements were observed. Non-sustained right ventricular oversensing episodes were observed months after the impedance anomaly. The lead was explanted and replaced. The device will be kept implanted. No adverse consequences were detected.